Event description:
It was reported to boston scientific corporation through a literature review, that an uncovered ultraflex tracheobronchial stent was used during a procedure performed on an unknown date. The stent was initially placed on an unknown date to treat severe tracheobronchomalacia and recurrent pneumonia. On an unknown date, planned endoscopic removal of the stent was unsuccessful. After several attempts, further endoscopic manipulations were deemed hazardous to the patient. The patient underwent thoracotomy and bronchotomy for stent removal. This was complicated by dehiscence of the anastomosis site due to the friability of the bronchial wall and resulted in persistent post-surgical empyema, which eventually required a left pneumonectomy.

Manufacturer narrative:
(B)(6). (B)(4) (surgery;empyema). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.